Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Pt said they went traveling and left their charger at home, but now they tried to charge again on (B)(6) 2022, and the charger won't talk to the ins anymore. Pt confirmed it had been more than a month since they last charged. The patient stated that they knew there was a sequence of buttons to press, but couldn't remember what they were. The patient was redirected to their health care professional. The patient reported they met with manufacturer representative in (B)(6) 2022 who achieved a recharge using recovery process and the patient was then able to get an MRI. The patient noted that they had planned a replacement of the implantable neurostimulator prior to needing to get an MRI. The patient noted that after the manufacturer representative recovered the implantable neurostimulator, he had to charge it every single night for two hours because it was rapidly depleting within one day of recharging. The patient noted that they just had the implantable neurostimulator replaced on (B)(6) 2022, and that the new one is much more user friendly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.